Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was attempting to load a new cartridge with an insulin pen. Tandem technical support informed that use of insulin pen for cartridge loading was not supported or approved. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.